Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (b)(64). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2016 this compliant was determined to be reportable during the review since it is high infusion line, it may possibly lead to hypotony. The customer indicated that no products will be returned for investigation. Review of the complaint database revealed that no similar complaints have been reported for this specific lot. Review of the DHR revealed no anomalies. There is no information that reasonably suggests patient injury occurred. All available information has been disclosed. This complaint has now been closed.

Event description:
Our customer is complaining, that the high infusion line 1279. Hf which is in the trocars set 1272. Ed205 packed in the kit 6278.25k01 is slipping off the trocar. No sample.